Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the sureform 60 stapler instrument fired a sureform 60 blue reload and not all the staples were fired into colon tissue; staples remained in the stapler reload cartridge. It was reported that this staple line experienced bleeding, but that the bleeding was expected as part of the surgical procedure. No medical intervention was performed due to this event. There was no tissue bunching or tension. Additionally, the stapler instrument was not fired over an existing staple line or hard material, and no error messages were generated during the event. The surgeon continued the procedure with the same stapler instrument. A total of three sureform 60 blue reloads were used during this procedure, but it was not confirmed which stapler reload fire this event occurred during. There were no reports of fragments from the device falling into the patient during the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The sureform 60 stapler instrument and sureform 60 blue reload involved with this event have not been received. The stapler logs for this procedure were reviewed. The logs show the sureform 60 stapler instrument was installed on the system 3 times and fired 3 sureform 60 blue reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.